Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p338 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p338 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4), (B)(6) 2026.

Event description:
The customer contacted therakos to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a blood leak at the t-connection between the recirculation tubing line and the yellow tubing line. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. The customer provided photographs for evaluation and returned the complaint kit.

Manufacturer narrative:
The complaint kit, smart card and photographs were returned for investigation. Evaluation of the received kit and photographs verified the reported pump tubing organizer (pto) leak. The returned kit was pressure tested to check for leaks and a leak was verified at the t-connector in the pto. The tubing leak indicates that the solvent bond joint was weak. Further inspection of the tubing bond socket verified that solvent was visible 360 degrees around the tubing and was fully inserted into the bond port. A material trace of the spike chamber assembly and tubing used to build lot p338 did not find any non-conformances. A device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. The root cause of the tubing leak is most likely due to a weak bond joint between the clear tubing to the t-connector port. It could not be determined why the bond joint was weak based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).